Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of rezk1781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after implanting the catheter in the patient, the leakage of medicine was observed near the connecting part of the catheter and the connector. The operator felt that during implanting the device in the patient, the stylet was hard to remove. No patient injury was reported.